Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same pt as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13i30094 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by cloudy effluent, diarrhea, and abdominal cramps. The cause of peritonitis was unknown. The pt was not hospitalized for the event. The pt was reported to be recovering from the event. Treatment was not reported. Additional information was requested but was not available. This is report 3 of 5 involved in this peritonitis event.